Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, inaccurate stent graft deployment, arterial occlusion). Patient's condition affected effectiveness of device (short aortic neck). Incorrect technique/procedure (stent graft deployment was initiated higher than intended). Conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck). User error contributed to event (stent graft deployment was initiated higher than intended).

Event description:
Additional information was received as follows: the aortic neck was conically shaped, 10 mm in length, 28 mm in diameter with an angulation of less that 60 degree. The chimney technique was used for implanting the renal stents. The patient expired due to circulatory and respiratory disorders. The had several illnesses (renal cancer, prostate cancer and a form of leukemia).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology was not reported and the aortic neck was short. An endurant bifurcated stent graft enbf3216c170ee and two iliac stent grafts an etlw1616c82ee and an etlw1613c156ee were implanted. It was reported that during the procedure, the physician unintentionally occluded the only renal with the bifurcated stent graft enbf3216c170ee. The stent graft deployment was started a little higher to the desired landing position. After deployment of the first 2 stent graft segments, the physician started to pull the stent graft down but without effect. The proximal portion of the stent graft became compressed. The angiogram showed no endoleaks and lack of patency of the only one (right renal artery). The left kidney and renal artery had been removed in the past because of cancer of the kidney. After unsuccessful attempts of endovascular repair, the physician implanted another manufacturer's stents in the right renal artery which successfully retained renal artery patency. The patient status is bad due to the only one renal artery not working properly; however, the patient expired three days later. No further information was provided.